Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and avaulta was implanted. It was also reported that the patient underwent another gynecological procedure on (B)(6) 2008 and mesh was implanted. It was further reported that she experienced pain, erosion of her internal bodily tissue, other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2008 concurrently with anterior colporrhaphy, dermal allograft placement in the anterior compartment, subtotal abdominal hysterectomy, abdominal enterocele repair and sacrocervicopexy due to recurrent fourth degree uterine prolapse, recurrent 3rd degree cystocele, sui, urethral hypermobility, traction enterocele and weakened pubocervical fascia.